Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity/post spinal cord injury use. It was reported that the patient was refilled on (B)(6) 2026 and at that time he saw an alert that a motor stall had occurred due to a magnetic resonance imaging (MRI). The healthcare provider (hcp) stated that they refilled the pump and reprogrammed it and now the patient was back in the clinic saying that they felt like they were going into withdrawal. The hcp stated that the symptoms have been going on for a week or so. The agent reviewed with the hcp that they could try to check the volume in the main reservoir or try to aspirate through the catheter to see if there is any kink or occlusion. The tech service (ts) reviewed consideration for therapeutic bolus if medically appropriate. The hcp programmed a single bolus and will monitor patient for a response.

Manufacturer narrative:
Revised the event to si/updated imf/outcome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.